Manufacturer narrative:
Device evaluation of battery pack (B)(4) has been completed. The reported problem (won't hold charge) was confirmed. As received, the battery would not power a test monitor. Upon evaluation, the output voltage of the tri-cells was 0v, 0v, and 4.370v. The cause of the inability to hold a charge or power a monitor is the lack of output voltage at two of the tri-cells. The root cause of the lack of output voltage cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack was not holding a charge.